Manufacturer narrative:
Product ID 8731sc, serial# (B)(6), implanted: (B)(6) 2013. Product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial#: (B)(4), ubd: 30-jul-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 1mg/ml dilaudid at 0.1152mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the hcp was unable to remove the sutureless connector during a pump replacement. The hcp could not remove it from the pump. Multiple attempts were made but were unsuccessful and the outer silicone began to separate from the connector. The sutureless connector was replaced. The device was returned for analysis. It was reported that the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported at the time of pump replacement on (B)(6) 2020, surgical observation noted that the proximal portion of the catheter that attaches to the pump had deteriorated. Surgical intervention occurred as a catheter revision was performed at the time of pump replacement on (B)(6) 2020. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. It was noted the event resolved without sequelae on (B)(6) 2020. The deice diagnosis was other catheter deterioration. No further complications were reported.

Manufacturer narrative:
Analysis of the catheter found difficulty with the sc connector led to explant. Product ID 8731sc, serial# (B)(4), implanted: (B)(6)2 013. Product type catheter. If information is provided in the future, a supplemental report will be issued.